Manufacturer narrative:
D4 UDI revised.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old male with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage e, was supported with an impella cp device (sn (B)(6)) via percutaneous left femoral arterial access on (B)(6) 2026 at 18:22. Shortly after transfer to the ICU, the patient experienced a cardiac arrest and cardiopulmonary resuscitation was initiated. Following compressions, a hematoma with access site bleeding was noted at the left groin arteriotomy. The estimated blood loss was approximately 50 cc. Hemostasis was achieved with manual pressure, forward suturing was utilized, and 4x4 gauze was applied. The patient expired while on support approximately three hours after implant, with the time of death corresponding to explant on (B)(6) 2026 at 20:20. Based on the available information, this complaint reports a patient death and access site bleeding following impella cp support in the setting of profound cardiogenic shock and cardiac arrest. The event occurred after ICU transfer during a code situation, with significant patient-related clinical factors present. The relationship between the reported bleeding and the impella device is based on reporter attribution; however, insufficient information is available to establish a definitive causal relationship to device performance. The death is conservatively being reported to the impella cp is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.